Event description:
Left ruptured implant with granuloma. A 38 yr old white g1p1 female status post bilateral subglandular inframammary surgitek bilumens for augmentation. On 5/5/86 right firmer with bilateral discomfort times a few yrs. No history of trauma. Positive systemic complaints including arthralgias/myalgias, dysesthesias, fatigue, adenopathy, headaches, neurocognitive, dry mucous membranes, rashes, raynauds, gastrointestinal/genitourinary, menstrual changes etc. On prednisone for above symptoms as well as antidepressants. Exam positive for contracture bilaterally (right greater than left). Mammogram positive deflation of saline but read with normal limits. Symptoms 9/2/94 positive left ruptured with marked clouding, moderate yellow, moderate capsules with granulomata of pectoralis and "roiter's" nodes moderate "histo".